Manufacturer narrative:
Evaluation summary: the reported incident that a screw went through this anchorage plate could not be confirmed, since the device was not returned for evaluation. The root cause of this problem has been identified as a design issue. This problem has been identified during nc and is addressed by a CAPA. A new design will be implemented as soon as validated. As no plate has been discarded and this surgery has been completed successfully with the plate, no credit note will be provided. A review of the device history was not possible because the lot number was not communicated. If any further information is provided, the investigation report will be updated.

Event description:
The pharmacist at the clinic, reported the following event, "screws not implanted because they passed through the plate."

Event description:
The pharmacist at the clinic, reported the following event, "screws not implanted because they passed through the plate."

Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Product details unknown.